Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles had accumulated in the non-baxter extension set of the peripherally inserted central catheter (PICC) line during administration of unspecified antibiotic by a small volume intermate. The home patient (hp) noticed approximately 1ml of 2-3mm sized air bubbles. The nurse stated that the issue was resolved if they took the intermate out of the refrigerator 3-4 hours prior to administration instead the recommended 30 minutes. Air was not infused into the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.